Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "poor image quality" involving pentax model ec38-i10cf2/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical service workshop in (B)(4) where the following was confirmed: foggy image, moisture under the led. The cmos chip must be replaced.

Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. Model ec38-i10cf2 is not distributed in the USA, therefore 510k is not applicable.